Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 603 mg/dl at the time of incident. Customer stated that they got insulin flow blocked. Customer treated herself with insulin pump and manual injection. The product will not returned for analysis.